Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16688645/16941900. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 16854941.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and will not be returned.